Manufacturer narrative:
The lead was cut, surgically abandoned and a new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low out of range pacing impedance measurement less than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a lead replacement procedure will be planned for a date in the future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that low out of range pacing impedance measurements continued to be observed. An invasive procedure was performed. No additional adverse patient effects were reported.